Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia to 47 mg/dl for about one hour after first day of use, received low and urgent low alerts, treated with oral glucose tablets, and temporarily removed the device and paused insulin before resuming use as advised to keep the device on. Symptoms included low blood glucose without loss of consciousness or other acute effects. Outcomes included self-management without medical intervention or assistance and return of glucose to range. Investigation included complaint review and troubleshooting with user education on appropriate response to hypoglycemia and continuous use of the device. Investigation of this case revealed an undetermined cause for hypoglycemia with device functions and alarms operating as designed. It was concluded that the event was related to hypoglycemia of unclear cause with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.